Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed the bicarbonate buffer test per (B)(4). The sensor failed per specifications due to high readings.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 285 mg/dl, compared with the sensor reading of 135 mg/dl. The customer attributed her blood glucose level to the insulin pump suspending insulin delivery. She bolused for her blood glucose and reported that her blood glucose was low due to the insulin pump's suspension. She noted that the sensor appeared fine upon removal. She was advised that the sensor be replaced and agreed to return the device for analysis.